Event description:
It was reported that (1) cdh33 device was used during an unknown procedure. It was reported by the affiliate that the adjusting knob would not rotate. The staples malformed, so the doctor used another stapler to complete the case. Three instruments were used, but the surgeon cannot remember which device is in question, so all three are being returned.